Event description:
The recipient reportedly experienced facial nerve stimulation following implantation surgery. The recipient's device was repositioned.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.